Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Medwatch report# mw5110680.

Event description:
User facility medwatch report mw5110680 received that states armada balloon was placed in patient and a large volume of air was aspirated prior to balloon inflation. At that point the balloon was removed from the patient and a new balloon was used. FDA safety report ID# (B)(4). No additional information provided.